Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported blood glucose value of 507 mg/dl. The customer reported hyperglycemia treated with ems/ambulance/ER visit. Document treatment for high bg: customer treated by for the month by using his brother's insulin pens. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was not using the insulin pump system within 48 hours of the reported event. Customer reported high bgs. Customer has not been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The corrected information has been provided in section b5, h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that he was off of the pump for a month due to transmitter issue (transmitter was not working). While he was off the pump, he used his brother's insulin pens. He had a high on may 19, 2024. It is unknown if there were any ketones. No symptoms of high were reported. High blood glucose was treated with insulin drip. Pump was not used. Smartguard was not used. Pump is not returning for analysis.